Event description:
Additional information was obtained from the customer on (B)(6) 2021. The procedure was completed as planned using a different set of devices.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer follow-up. (B5)

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. E1,e2,e3 - information has been requested but unknown at this time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed a non-olympus valve was installed which was exhausted. It is likely the exhausted valve did not energize the lamp or heat was not released which caused the lamp to burn out. The specific root cause of the event could not be determined at this time as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the olympus evis exera ii xenon light source's lamp burned out while turning on during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
An olympus field service (fse) was on site during this event. The fse installed the customer bulb and checked the equipment, which resolved the issue. The device has not been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.